Manufacturer narrative:
(B)(4) other remarks: n/a. Corrected data: n/a.

Event description:
The report states that while in use on a patient, the pump experienced "[helium] loss, leak. Patient was not harmed". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The reported complaint of helium leak is not able to be confirmed. No part was returned for investigation. According to the field service report, the field service agent checked the pump and could not replicate the problem. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
The report states that while in use on a patient, the pump experienced "[helium] loss, leak. Patient was not harmed". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.